Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the insulin pump had crack on the screen and it was hard to see. Customer reported that there was no physical damage to the insulin pump's reservoir lip ring. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test and self test. All the buttons functioned properly and no missing segments / partial display or crack lcd glass noted. . Unit was received with minor scratched lcd glass. The p-cap locks properly into place.